Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not see insulin coming out of the infusion set tubing. During troubleshooting with tandem's technical support, the customer did not tighten luer lock completely. The customer loaded a new cartridge and infusion set and was able to see drips out of the infusion set tubing. Customer's blood glucose level was not impacted.